Event description:
In 2008, reporter stated that this bed has no head up functions. I am paging a technician to repair this bed. No injury. In the next day, tech - bed has no head down function. Tech performed bed reset to fix bed.